Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0c3kd, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0c3kd, implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported since the implant, the patient felt that their implantable neurostimulator (ins) had moved around and they could feel the edge of the device and where the wires went in. It was stated they didn¿t think the ins moved as much as an inch but it would move around. It was noted the ins did not flip but the patient felt like if they wanted to, they would be able to flip it. It was noted the patient had spoken with their programming doctor and they did not think there was a problem and they were told it would settle down. It was further reported the patient was scheduled for a mammogram and their ins was implanted in their breast and they had concern about the pressure applied to the ins area. It was noted the patient already had ¿some discomfort without pressure in the area.¿ additional information received reported the cause of the event was unknown and there were no abnormal impedance measurements. It was noted there was no injury to the patient. It was stated the patient had their first programming session on (B)(6) 2013 and there were no problems noted. It was stated the patient had done fine since that time and they never complained of the problem to the doctor.